Manufacturer narrative:
Edora 8 dr-t sn (B)(6) (the device itself was not returned for analysis) an infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the endocarditis was not device related. Solia s 60 sn (B)(6) (the lead itself was returned for analysis) upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Furthermore, the sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. The endocarditis was not device related. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient with endocarditis, avb iii and diagnostic MRI. Exit block rv. High output with 7.5v / 1.5ms. Suspicious that the myocardium have a massive damaging on the rv electrode placement. Only to check the lead for safety reason. New rv lead septal placement with acceptable measurements.